Event description:
It was reported that the patient's knee became infected. Insert was removed to wash out the knee. New insert was implanted.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the manufacturing lot or for the sterility lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient's knee became infected. Insert was removed to wash out the knee. New insert was implanted.